Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer alleged the pump delivered an 18.8 unit bolus without user interaction. Subsequently, the customer's blood glucose decreased to 34 mg/dl which was addressed with the customer drinking and eating carbs. Reportedly, the customer also had a headache because of bg. Tandem technical support examined pump data logs and verified the user had input 188 grams of carbs into the bolus calculations menu which then the pump calculated the 18.8 unit bolus.